Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm during our testing. No moisture damage on the electronic assembly during our visual inspection. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported the customer received a button error alarm. Customer stated none of their buttons were functional. The customer's blood glucose was unknown. The customer reported possible moisture exposure to their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.